Event description:
It was reported that prior to use with the bd vacutainer® edta 2k, there was foreign matter. The following information was provided by the initial reporter, translated from japanese: this report is about black fms. Two or three black fms were found inside the tube. Product use was discontinued. Please see the attached pictures.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and five (5) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Black specks were observed embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 19-oct-2023 h3 other text : see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® edta 2k, there was foreign matter. The following information was provided by the initial reporter, translated from japanese: this report is about black fms. Two or three black fms were found inside the tube. Product use was discontinued.